Event description:
It was reported that an arteriotomy closure of a right femoral artery was attempted using a perclose proglide device after a percutaneous coronary stenting procedure. Reportedly, when the trimmer was advanced to the rail suture and gentle tightening of the non-rail suture was done in the first attempt, oozing was seen. The trimmer was re-advanced down the rail suture. When tightening the non-rail suture, the suture broke and was pulled out of the patient's anatomy. A c-clamp was used to apply compression to the right groin and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break could not be confirmed, because the suture was not returned for evaluation. The visual inspection of the returned device did not yield a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.